Event description:
It was reported that a malfunction occurred with the pump, and there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in completing the reset, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.